Manufacturer narrative:
Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 22-feb-2022, UDI#: (B)(4); product ID: 37 08660, serial/lot #: (B)(4), ubd: 22-feb-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient twisted the extensions multiple times, which led to the breakage in the extensions. It was noted that patient compliance was a factor that led or contributed to the issue. The extensions and ins were replaced and the issue was resolved.